Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of samples were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-june-2025. Investigation summary: bd received 400 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for overfill was not observed. The blood meniscus is visible under the bottom edge of the closure. Additionally, the customer samples along with 100 retention samples from bd inventory, were visually inspected with no issues observed. 10 customer samples and 10 retain samples were then functionally tested for draw volume and all tubes tested within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of samples were overfilled. There was no health impact or consequences reported.